Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging particles-like dirt has clung to a tube. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation lab for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The dust/dirt contamination found outside of the blower box, outlet iso port of the humidifier, and on the air inlet of the motor is inconsistent with degraded sound abatement foam contamination and dust/dirt and fibrous contamination (inconsistent with degraded sound abatement foam) found on the rubber seal of the heated tubing as well as inside of the tubing. The presence of contamination within the airpath, suggests a source external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and no errors were observed. The manufacturer concludes that they confirmed the presence of contaminants inside of the heated tubing external to the device and the presence of the presence of contamination in the airpath and found no evidence of sound abatement foam degradation found within the device. Section h10 additional narrative/data was wrongly captured in previous follow up report (MDR 2518422-2021-06779-1) , now it is corrected and updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged black stuff in machine the device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found minimal signs of dust contamination in the humidifier chamber. The manufacturer visually inspected the device internally and found minimal dust contamination in the blower assembly. The humidifier showed a small amount of liquid ingress under the bottom plate. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.